Manufacturer narrative:
Method: DHR, complaint review and surgical technique. Device history review showed that no reported discrepancies. Complaint history review shows that there have been no other reported events regarding the reported device lot code. The results of the investigation indicated that the reported event can be attributed to user related factors. A visual inspection of the returned insert showed evidence of misalignment of the insert prior to seating in the shell. The dome of the insert exhibited light markings that appear to be consistent with screw head markings. The event description noted that the bone screws were not fully seated in the acetabular shell prior to seating the insert. It is likely that misalignment of the insert in combination with interference with the protruding bone screws in the acetabular shell were the cause of the insert not fully seating.

Event description:
It was reported that, "surgeon was trying to insert liner and couldn't get the liner to get into the acetabular shell. Upon examination screws were sticking out, the screw heads were tighten down. At that point we tried banging it in and the locking mechanism might have been ruined."